Event description:
It was reported that the right ventricular (rv) lead had low amplitude and high capture thresholds, which was a result of dislodgment. The patient noted that they felt thumping sensations in their chest. The right ventricular (rv) lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.